Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi testing 3 times during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of device failed pounds per square inch "psi) testing 3 times was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine test failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.